Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a keypad button response issue.

Manufacturer narrative:
Follow-up #1: date of submission 09/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/13/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated. The keypad was intact and all keys were responding. Upon removal of the keypad cover, no contamination was found under the key contacts. No button contact defects were observed. Upon removal of the pump cover, no evidence of internal moisture was observed. The keypad latch was found to be fully closed. No damages were found to the keypad flex. Unrelated to the original complaint, the pump powered on to a discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.